Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, that for approximately seven out of eight weeks the patient has been hospitalized (not further specified). Action taken with extraneal therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.